Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.(B)(4).

Event description:
The system was explanted due to infection. Additional information was requested and not yet received.